Manufacturer narrative:
As noted in the publication by nakahara et al stenting therapy for extra-cranial carotid stenosis; interventional neuroradiology 5 (suppi1), 1999; report initial results of stent placement for extra-cranial carotid stenosis. Ten (10) months after a (B)(6) female patient treated with palmaz stent, radiographic follow up showed 20% stenosis. Nine (9) months later there was no progression during the clinical follow up. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: restenosis of the stented artery¿ restenosis is a common adverse event of endovascular procedures. Procedures frequently used to treat the vascular damage from atherosclerosis and related narrowing and renarrowing (restenosis) of blood vessels include vascular surgery, cardiac surgery, and angioplasty. Angioplasty, also called percutaneous transluminal coronary angioplasty (ptca), is commonly used to treat blockages of the coronary arteries, or peripheral arteries such as in the limbs. The balloon inserted into the narrowing ¿smashes¿ the cholesterol plaques (atherosclerosis) against the artery walls, thus widening the size of the lumen and increasing blood flow. However the action damages the artery walls, and they respond by using physiological mechanisms to repair the damage. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in a literature publication, as noted in the publication by nakahara et al stenting therapy for extra-cranial carotid stenosis; interventional neuroradiology 5 (suppi1), 1999; report initial results of stent placement for extra-cranial carotid stenosis. Ten (10) months after a (B)(6) female patient treated with palmaz stent, radiographic follow up showed 20% stenosis. Nine (9) months later there was no progression during the clinical follow up.